Event description:
Customer reported that he was taken to the hospital emergency room due to high blood glucose. Customer stated that he disconnected from the pump on the way to the hospital. Blood glucose at the time of the admission was 440 mg/dl. Customer reported that the reservoir in the insulin pump was empty at the time of the incident. Customer stated that he was treated with manual insulin injections at the hospital. Current blood glucose is 353 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.